Event description:
The customer reported clear liquid leaked from the left side of the coulter lh 780 hematology analyzer. The customer indicated that more than 50 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the tubing had come loose at the check valve cv25 in the backwash manifold. The fse trimmed and re-attached the tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a loose tubing at check valve cv25 in the backwash manifold. Beckman coulter internal identifier for this report is (B)(4).